Manufacturer narrative:
H3 other text : the device not yet returned to the manufacture.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to bipap device's sound abatement foam and became degraded and caused the patient to have sinus infections, nasal/throat irritation or soreness, device will not turn on/device not functioning, and rubber seal has mold although it has been cleaning still mold is seen. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer became aware of an allegation of rep dreamstation auto bipap that the patient alleging sinus infections, nasal/throat irritation or soreness, device will not turn on/device not functioning, and rubber seal has mold although it has been cleaning still mold is seen. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: problem code, evaluation method code, evaluation result code, component code, conclusion code, remedial action init and recall (z) number has been updated.